Event description:
It was reported that patient underwent a labral repair on (B)(6) 2014. During the use of the guide the distal inch of the obturator broke off. The patient did not retain any part of the instrument and as the obturator was not essential to the function of the guide, the broken instrument was used to successfully complete the case.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device is an instrument, not implanted/explanted. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined the root cause of the event to be due to accidental mechanical damage. There are warnings in the package insert that state that this type of event can occur: ¿improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery.¿ it also states, ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.¿